Event description:
The customer contact reported the device did not deliver. The device was returned to the biomedical department from the surgical critical care unit with an unsigned note that stated, "lines b, c, and d not infusing and can't adjust; bottle is empty when it is not." No specific pt info, pump programming, or event details were available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device did not deliver. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.